Manufacturer narrative:
There was no identifying information for the initial reporter other than the (B)(6) handle documented in section. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-feb-10 regarding an unknown patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that a pump was hacked, and there were all kinds of "auto issues, etc. Etc." No patient symptoms were reported and no further complications were reported or anticipated.